Event description:
According to the reporter: the doctor tried to clip over a vessel two consecutive times but only one clip came out. When the doctor attempted to apply a 2nd clip nothing was there. This happened with both clip appliers. There was bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).